Event description:
Tip of drill bit broke off while drilling. Distraction pin in place may have been in the way and was noticed to be slightly bent. All pieces recovered and accounted for. New drill bit and distraction pin opened and used. All broken and bent pieces removed from or field.